Event description:
Px12n kit was utilised for pressure monitoring and connected to a pressure bag as opposed to a pump or syringe driver and the baby received 500mls of fluid over a 20hr period. The baby did not suffer any adverse effects as renal function good. However, staff distressed by incident and have reported to qld health as a critical incident..